Event description:
It was reported that there were concerns regarding some recorded egm episodes from this cardiac resynchronization therapy pacemaker (crt-p). The device pacesafe feature had attempted to perform a right ventricular automatic threshold (rvat) but was not successful. The device then automatically tried a second attempt to perform the rvat testing and was successful. Data analysis was requested, and boston scientific technical services provided an explanation on how the pacesafe feature functions. Data review was performed, the egm appears to show a pause as if three stimulations were not effective however, they were just very small amplitudes. Two loss of capture markers were seen which confirmed loss of capture. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that there were concerns regarding some recorded egm episodes from this cardiac resynchronization therapy pacemaker (crt-p). The device pacesafe feature had attempted to perform a right ventricular automatic threshold (rvat) but was not successful. The device then automatically tried a second attempt to perform the rvat testing and was successful. Data analysis was requested, and boston scientific technical services provided an explanation on how the pacesafe feature functions. Data review was performed, the egm appears to show a pause as if three stimulations were not effective however, they were just very small amplitudes. Two loss of capture markers were seen which confirmed loss of capture. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns regarding some recorded egm episodes from this cardiac resynchronization therapy pacemaker (crt-p). The device pacesafe feature had attempted to perform a right ventricular automatic threshold (rvat) but was not successful. The device then automatically tried a second attempt to perform the rvat testing and was successful. Data analysis was requested, and boston scientific technical services provided an explanation on how the pacesafe feature functions. Data review was performed, the egm appears to show a pause as if three stimulations were not effective however, they were just very small amplitudes. Two loss of capture markers were seen which confirmed loss of capture. No adverse patient effects were reported. This device remains in-service.